Event description:
It was reported that during a balloon angioplasty treatment procedure, the catheter became frozen on the guide wire. The target lesion was located in the distal superficial femoral artery. Initially, the .018 rubicon support catheter was utilized with a v-18 guide wire without difficulties. However, when the physician exchanged to a victory guide wire, the catheter and guide wire became stuck. Both devices were removed as a unit, and te procedure was completed with an unspecified diagnostic catheter and 5f guide wire. No patient complications were reported and patient status was ok.

Manufacturer narrative:
Age at time of event: over (B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).